Event description:
Patient's mother contacted dexcom technical support on (B)(6)2015, to report that upon removal of the sensor pod on (B)(6)2015, the sensor wire broke and remained under the patient's skin. The sensor had been inserted on the patient's thigh and it was stated that the insertion was painful. The transmitter was not snapped into place upon removal of the sensor pod. The skin surrounding the insertion site was red, about the size of a fifty cent piece. On (B)(6)2015, the patient was taken to a doctor. An x-ray was performed confirming the sensor wire was still under the skin and a referral was made to a different doctor. On (B)(6)2015, the patient was taken to the emergency room and the doctor there said he could not safely remove the sensor wire in the emergency room. The doctor stated that a surgeon was needed and the patient would need to go under general anesthesia. Surgery was scheduled for (B)(6)2015. Several attempts have been made to obtain the outcome of the surgery; however, the patient's mother has not responded. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information was received on (B)(6) 2015 with the outcome of the surgery. The patient's mother reported that the surgery went fine. The physician mentioned that the sensor wire was in five pieces. The patient's current condition is that the patient is healing. No further event or additional information was reported.

Manufacturer narrative:
(B)(4). Without the device being returned for an evaluation the reported complaint of a broken sensor wire cannot be confirmed. However, it was reported that the patient inserted the sensor on their thigh and that the transmitter was not attached to the sensor pod upon removal. It should be noted that the dexcom g4® platinum pediatric continuous glucose monitoring system user's guide states, "do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Other sites have not been studied and are not approved." It also states, "when you remove the sensor, make sure to pull out the sensor pod while the transmitter is still attached." It is possible that failure to operate the device according to manufacturer's recommendations may have caused or contributed to the broken sensor wire.